Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07sept2019. Philips fse (field service engineer) confirmed that the external o2 sensor was out of specifications. The fse also noted that the unit produced error code (5003) high internal o2 alarm in the history log. Fse replaced the external o2 sensor to address the oxygen fuel cell issue. The fse could not duplicate the error 5003 found in the history log. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported oxygen fuel cell from the ventilator failure. There was no patient involvement.